Manufacturer narrative:
Unit received with critical pump error due to corroded electronic assemblies. Unit received with corroded battery tube, corroded motor home switch, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and broken belt clip rails. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment side. Customer reported that there was no physical damage to the insulin pump's retainer ring. No harm requiring medical intervention was reported. The device will be returned for analysis.